Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) for the femoral stem was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain around the trochanteric area. The plan was to remove the metal liner and replace it with a poly liner; however, the metal liner would not dislodge from the cup, which caused a 1-hour surgical delay. The surgeon placed a new head on the stem and closed. Update rec'd ((B)(4) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation and difficulty ambulating. During the patient's surgery, the surgeon "encountered brownish tissue in his hip." The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - pfs was received from legal, primary and revision medical records were received from legal. Records indicate that the patient was revised because of metal-on-metal reaction. Records are available for further review. The complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2014 - sales rep reported revision surgery. Reason for revision is unknown. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2014 - reason for revision received. Patient was revised to address elevated metal ion levels. The stem is now being added to the complaint. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metallosis.